Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure. After the installation of two clips, the clips do not work well, they do not fit on the target artery (three trials). Tried to pull the device out of the trocar's clamp without success, it was impossible to close the clamp. The jaws of the clip seems broken. The surgeon was not able to squeeze the handle when the issue occurred. The jaws of the device did lock onto the tissue. There were issues experienced with the loading or firing of the clips. No clips were able to load properly into the jaws at any point during use. The clips fell into the cavity of the patient but were retried. In order to resolve the issue and complete the case, had to remove the trocar from the patient. There was no patient harm reported, but there was risk of bleeding due to poor control of the artery to be severed and risk of injury to the abdominal wall by removing the forceps open jaws.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially fired with seven clips remaining. Visual inspection of the instrument noted that one of the jaw legs was out of position. The cam on the jaw leg was not aligned with the driver. Functionally, the jaw leg was reset by aligning the cam with the driver. The instrument was then applied to test media. The remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlock engaged after all clips were dispensed to prevent the jaws from approximating. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.